Event description:
Legal counsel for the patient reported that patient underwent m2a hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reports patient allegations of elevated metal ion levels and tissue and bone destruction. Additional information was provided in an invoice which confirmed the primary surgery date. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that patient underwent m2a hip arthroplasty on (B)(6) 2008. Subsequently, counsel alleges elevated metal ion levels and tissue and bone destruction. No known revision procedure has occurred. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-01710 & 1825034-2013-02176 / 02177). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". Number fifteen states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." The product and lot identification necessary to review manufacturing history were not provided. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as it is unknown whether a revision procedure has occurred. Should additional information be received confirming a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.